Event description:
Healthcare professional, through a distributor, reported "intracapsular rupture". Later patient, through a distributor, reported "began to experience pain when raising my arms", "discomfort when lying down" and breast began to sit higher than the other. This record is for the left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition of device.